Event description:
It was reported that the patient was experiencing pocket pain and pain near the clavicle. The implantable pulse generator (ipg) was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.